Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 04/2023).

Event description:
It was reported that during the second chemotherapy treatment, a leak was noticed at the port chamber level. It was further reported that the port chamber was removed approximately one month post port device implant. Reportedly, during the removal procedure, the surgeon noticed that the device had allegedly broke and migrated to the ventricle. The patient status is unknown post removal procedure.